Manufacturer narrative:
(B)(4). The customer returned one swg for evaluation. No other components were returned. Visual examination revealed the guide wire is unraveled from the proximal weld and has a multiple kinks and bends inside of the guide wire body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The distal weld appeared full and spherical. The kinks in the guide wire body was measured at 11 mm, 166mm and and 466mm from the distal end. The broken core wire measured 602 mm in length, which is within the specification of 596- 604 mm per drawing; therefore, no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.808 mm, which is within the specification of 0.788-0.826 mm per drawing wm-04432-002. The undamaged distal end of the guide wire was able to advance through a lab inventory 18ga introducer needle and arrow raulerson syringe with minimal resistance until it reached a kink. The proximal end could not be tested due to the damage. A manual tug test confirmed that the distal weld was intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. Do not apply undue force on guidewire to reduce risk of possible breakage. The report that the guide wire was damaged was confirmed through examination of the returned sample. The guide wire was unraveled and the core wire was broken adjacent to the proximal weld. Dimensional inspection did not reveal any evidence of a manufacturing related issue. A device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: after placement of the central line, the physician noted difficulty removing the guide wire. The physician was able to remove guide wire which looked thinned and stripped. Device unraveled.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: after placement of the central line, the physician noted difficulty removing the guide wire. The physician was able to remove guide wire which looked thinned and stripped. Device unraveled.